Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
During t2 scn surgery, the drill did not pass through to the proximal screw hole of the nail. The drill was being contacting the nail when inserting a drill. Afterwards, the surgeon managed to do the drilling to the proximal screw hole and inserted the screw. However, the screw did not obtain fixation, and the surgeon changed the screw to another new screw. The procedure was completed without further problem.